Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump alarmed button error. The customer's blood glucose reading was 216 mg/dl at the time of incident. Troubleshooting found that the buttons started to work after 15 minutes. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump failed the leak test. The pump leaked around the keypad overlay. The pump was received with unresponsive back buttons due to corroded keypad traces. However, no stuck button alarms were noted. The pump was received with the missing display window cover, a cracked keypad overlay at the select button, minor scratches on the display window, case and keypad overlay.